Event description:
The manufacturer received information alleging the device fails flow verification. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.